Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Event description:
The procedure was performed to treat a moderately calcified and tortuous lesion in the right coronary artery (rca). A 3.5x18mm xience skypoint drug-eluting stent (des) was attempted to be deployed; however, during advancement after resistance with the guiding catheter was felt, the shaft was noted to break and be kinked. Therefore the des was removed with force after resistance was felt during withdrawal, and the des was replaced with another device to continue the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.